Event description:
Spot film tower malfunctioned and bumped into pt. The tower failed to move properly and started a jerky motion. The unit had been worked on less then one week before by distributor. The drs refuse to use the equipment any longer, they feel it is unsafe for use on pts.